Event description:
On 9 sept 2021, neotract was made aware of a patient that developed an infection after a successfully completed prostatic urethral lift (pul) procedure on (B)(6) 2021. Prior to pul, the patient did not have a urinalysis performed, but was prescribed ciprofloxacin as a prophylactic pre-procedural antibiotic. Post procedure, he was prescribed levaquin for five days. At an undetermined time later, the patient presented to the ER with epididymitis and a uti (culturing strain of e. Coli). While in the ER, a urine culture was performed indicating the uti was resistant to ciprofloxacin and levaquin. He received IV antibiotics, and he was discharged home the same day. He was reported to be doing well. The urologist performed (4) pul procedures on (B)(6) 2021 and all patients developed infections. It is not suspected that the infection was caused by the device.